Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to a high right ventricular (rv) pacing impedance measurement. Additional information was provided that the device was checked and all other lead measurements were normal, thus the physician chose to continue monitoring the patient. It was also noted that the rv daily measurements were turned off. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.